Event description:
An aus device was implanted on 1/28/96. The balloon and pump were revised on 11/28/96. The entire device was removed from the patient on 12/17/96, reason not indicated, and replaced. Company has requested additional information.